Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the spinal incision was infected and the lead and the implantable neurostimulator (ins) were both explanted (B)(6) 2014. It was noted antibiotics were necessary and that the location of the issue was the lead location. It was further noted that the patient was alive with no injuries. Additional information has been requested but was not available as of the date of this report.